Event description:
The patient reported her insulin infusion set disconnected from the luer lock. She stated, she discovered this when she checked her set after feeling nauseous and checking her blood glucose reading which was 430 mg/dl. She said her normal range is 50-200 mg/dl. She stated, she treated her elevated blood glucose by immediately giving herself an injection of insulin and changing her infusion set. She stated she also gave herself a bolus through her insulin infusion device. The patient stated she does not have the lot number of the infusion set at issue but did save the infusion set. On follow up, the patient stated her blood glucose levels have returned to normal and she is doing fine. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.